Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that it fell down and the screen is broken.

Event description:
The customer reported that it fell down and the screen is broken. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
A field service engineer(fse) was dispatched to the customer's site. The fse observed the broken screen and replaced the front panel assembly. The device passed all tests and was returned to use. Based on the additional information received l, the device was attached to roll stand part number 989803144001. As per the IFU, the roll stand in use (part# 989803144001) is not listed as an approved roll stand for this device. Therefore, the investigation concludes this as user error due to customer not using an approved roll stand per the device¿s IFU. The device remains at the customer's facility. No further action or investigation is warranted based on the available information at the time of complaint closure.